Event description:
It was reported that during a angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the superficial femoral artery. On the first inflation the charger 6.0 x200, 135cm balloon catheter ruptured at six atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the superficial femoral artery. On the first inflation the charger 6.0 x200, 135cm balloon catheter ruptured at six atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located in the mid body of the balloon. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).